Event description:
The device ws implanted in 2003. In about a year later, the pt lost control of their balance while fishing on a boat. Pt presented with pain and unable to weight bear and also had a "squeaky" hip. Symptoms and x-ray review suggested fracture of the ceramic head. This was confirmed in about two weeks later, at the time of revision surgery. The head was fractured into minute particles, and fragments were unable to be retrieved. The femoral trunion and neck exhibited signs of excessive abrasion requiring revision of the femoral stem. Despite being well fixed. An extended trochanteric osteotomy was used to remove the stem, which was revised to a zmr taper stem, and the osteotomy cabled. The trilogy ab shell was well fixed and seemed to be undamaged. The ceramic insert was removed and replaced with another trilogy ab insert, and an alumina ceramic head.